Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their sensor readings. The customer states the sensor was alarming for high and low. The customer states the device alarmed for calibration error. The customer's blood glucose level was 43mg/dl. The customer treated the low with food. Troubleshoot was conducted. The customer was advised replacement sensors would be sent out.